Event description:
It was reported that a spectrum pump was alarming system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through eval. This condition was caused by severed motor mount screw heads jammed into the gears. The motor mount screws and motor assembly were replaced.